Event description:
It was reported that the procedure was to treat multiple lesions in the left anterior descending (lad) coronary artery and in the circumflex (cx) coronary artery. The 2.75x23 mm xience v stent was implanted in the distal lad and another 2.75x23 mm xience v stent was implanted in the proximal lad. Both were deployed at 16 atmospheres for 10 seconds and post dilatation was performed with a 2.75x8 mm balloon in the distal lesion and with a 3.0x8 mm balloon in the proximal lesion. Next the cx lesion was pre-dilated with a 2.0x8 mm balloon and the 3.5x15 mm xience v was implanted. Timi 3 flow was achieved. There were no issues during deployment of any stent. The patient was moved to the cardiac care unit but after 30 minutes the patient developed sudden cardiac arrest and CPR was performed, adrenaline and atropine were given. The patient expired. The physician stated that the xience v stents did not cause or contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the additional information received stating there were no adverse patient effects related to the device this event no longer meets the requirements for reportability; however, since the initial reports have already been filed, this event must remain reportable. Without any reported event and/or patient effect a similar incident data query could not be performed. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: removed health effect clinical code 1762; removed health effect impact codes 4644, 4641.

Event description:
It was reported that the procedure was to treat multiple lesions in the left anterior descending (lad) coronary artery and in the circumflex (cx) coronary artery. The 2.75x23 mm xience v stent was implanted in the distal lad and another 2.75x23 mm xience v stent was implanted in the proximal lad. Both were deployed at 16 atmospheres for 10 seconds and post dilatation was performed with a 2.75x8 mm balloon in the distal lesion and with a 3.0x8 mm balloon in the proximal lesion. Next the cx lesion was pre-dilated with a 2.0x8 mm balloon and the 3.5x15 mm xience v was implanted. Timi 3 flow was achieved. There were no issues during deployment of any stent. The patient was moved to the cardiac care unit but after 30 minutes the patient developed sudden cardiac arrest and CPR was performed, adrenaline and atropine were given. The patient expired. The physician stated that the xience v stents did not cause or contribute to the patient death. Subsequent to the initially filed report, the following information was provided: the physician stated that the xience v stents did not cause or contribute to the cardiac arrest or patient death. No additional information was provided.